Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows during distal drilling, interference with the nail occurred, so drilling was done using k-wire which was thinner than drill diameter. But out of bound of the distal locking screw was found by the final image check. The surgeon tried to re-insert the screw, but couldn¿t. The fixation was completed with only one screw for distal locking. In several checks before implantation, interference occurred sporadically for both proximal and distal locking. Eventually the screw couldn¿t get inserted because the screw hole was not created accurately due to the interference between drill and nail. The same interference trouble was observed repeatedly. Also, taking into account of the several changes in the diameter of this aiming arm¿s hole, we suspect that accuracy or design of the aiming arm may have to do with interference issues. This is report 9 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.